Event description:
A customer obtained both negatively and positively biased phyt qc results in 2007 on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that phyt precision testing results were not as expected. A field engineer investigated and identified an improperly functioning immunowash fluid metering pump. The field engineer replaced the pump and returned the vitros 250 to expected operation.